Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she got those alarms last night while changing battery. She tried to change battery and it did not do the countdown and gave her the alarm. Then she was able to clear but had to program time and date. Alarm occurred shortly after inserting a new battery. The customer does not want to continue with troubleshooting and preferred to have pump replaced. The insulin pump will be returned for analysis.